Event description:
The customer states that the bed will drift down after a few hours. No injuries.

Manufacturer narrative:
The technician found that the hi/low drifted when weight was added. I replaced the hi-low drive screw assembly to repair the bed.